Manufacturer narrative:
Additional information: device evaluation. The mvs interface cable was returned to the manufacturer for analysis. Analysis found that the cable failed after a prolonged period of time. The test system went into "stand alone" mode as it was not receiving power. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
Patient weight, race, ethnicity was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative replaced the interconnect cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect interconnect cable was returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regrading a imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was having connection issues between the mobile viewing station (mvs) and the gantry. No impact on patient outcome.